Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Customer support provided information on how to reset the pump and assisted the caller with the reset. The malfunction code did not recur after the reset, and the customer was advised to contact support again if the issue returned.